Manufacturer narrative:
Complaint conclusion: a report was received that when the physician was introducing a 5 x 40mm smart flex vascular stent delivery system (sds) the stent was noted to be deployed. The sds was removed intact on the 0.035¿ non-cordis guidewire and the procedure successfully completed with another smart flex sds. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to carefully examine the device for damage during preparation and not to use the device if it is damaged. It further cautions the user that if resistance is encountered at any time during the insertion they are not to force passage since this could cause damage to the stent or system. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However procedural factors may have contributed to it. Based on the device history record review, there is no indication that the event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis. A device history record review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while the smart flex stent was introduced into the non-cordis 4f guiding sheath, the stent already opened by itself. The stent was successfully removed (retracted), and a new smart flex stent sf05040sv was introduced into the sheath. The procedure could be successfully completed. The sfs was implanted, the patient is very well. Following wire was used: terumo 0.35. No further information is available.

Manufacturer narrative:
Complaint conclusion: a report was received that when the physician was introducing a 5 x 40mm smart flex vascular stent delivery system (sds) the stent was noted to be deployed. The sds was removed intact on the 0.035¿ non-cordis guidewire and the procedure successfully completed with another smart flex sds. One non-sterile smart flex 5x40 vas, 120cm was received for analysis coiled inside a plastic bag with the hemostasis valve open and the deployed stent in a separate small plastic bag. No anomalies observed. Even though the unit was received already deployed, the smart flex was checked/ inspected by pulling and retracting the delivery system and no anomalies were observed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-premature deployment" event was not confirmed since the device was received fully deployed. The product instructions for use (IFU) instructs the user to carefully examine the device for damage during preparation and not to use the device if it is damaged. It further cautions the user that if resistance is encountered at any time during the insertion they are not to force passage since this could cause damage to the stent or system. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However procedural factors may have contributed to it. Neither the product analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. A risk assessment and investigation has been initiated to address these types of issues.